Event description:
It was reported that water is coming out of the second connector when they are flushing the tube on the other connector.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30280714 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. There was bending of the white sheath observed, approximately 1 inch from the purple mid-connector. Since there was no yellow tubing received to engage with the stylet guidewire, a 10ml syringe was used. It was filled with water. There was liquid noticed passing through the purple mid-connector and leaking out of the orange assembly. The purple mid-connector was examined under magnification for bonding appearances. It appears that the inside portion of the mid connector was open. The root causes have been determined to be an operator error during the manufacturing process, and incorrect preventive maintenance of the equipment. All information reasonably known as of 05 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.